Manufacturer narrative:
Additional information: section d.7 advanced bionics considers the investigation into this reportable event as closed. The recipient's device will not be explanted at this time. This is the final report disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device will be explanted, despite the device testing within normal limits. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.